Manufacturer narrative:
Additional information: a4 - patient weight.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with crosstalk. No changes were reported. There were no patient consequences.